Event description:
Reference number (B)(4). Event occurred in saudi arabia it was reported that the patient experienced high blood glucose (bg) suddenly on (B)(6)2026. The blood glucose was 265 mg/dl and was treated with insulin via pump. The blood glucose (bg) was high for 3-4 hours. No further information available.